Manufacturer narrative:
This report is filed on august 15, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019.

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit with device use and subsequently the device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device during the same surgery. The patient is being clinically managed by the health care provider.